Event description:
It was reported that the patient had a left ventricular assist device (lvad) which led to infection and required extraction of the entire system. It was noted that when the physician opened the pocket, the pace/sense right ventricular (rv) lead was broken sitting in the pocket. In addition, no sensing was observed on the rvtip-rvring and noncapture at max outputs. A lead fracture was suspected. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).